Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after the anchor was deployed, when the device/sheath assembly was withdrawn, resistance was felt and the assembly could not be withdrawn. The tube was cut off between the sheath cap and the device cap by scissors. After then, the anchor was successfully positioned by pulling the remaining suture manually and the collagen was successfully positioned by pushing the tamper tube. Subsequently the hemostasis procedure was successfully completed. Estimated blood loss was reported to be less than 250cc. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The size of the sheath ancillary used was 6 fr. The hemostasis procedure was successfully completed by pulling the remaining suture. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.